Manufacturer narrative:
A product bulletin (B)(4) was distributed on 12 jan 2009 informing customers of the potential difficulties with closing the lids on the a-ring lots equal to or greater than (B)(4). In those cases where difficulty was observed, it was recommended that the customer use an a-ring closing tool and order information for the tool was provided. There was no product malfunction observed. (B)(4).

Event description:
A technician cut her finger on the plastic while trying to close the lids on the cobas amplicor a-rings consumables (p/n 21045636001, lot 07513500) used in the cobas amplicor chlamydia trachomatis/neisseria gonorrhoeae test. The injury was a minor cut that did not require nor receive any treatment.